Manufacturer narrative:
(B)(4). Information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the returned instrument confirmed the complaint. The root cause is attributed to inadvertent use error. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
It was reported that the shell impactor strike plate broke off while impacting. Universal drive tip will no longer hold a screw. Surgical delay of 4 minutes.